Manufacturer narrative:
No product was returned for evaluation. Additionally, no lot information was provided; therefore, a device history record review could not be performed. Without the returned device, a definitive root cause could not be determined. No information was provided indicating patient injury as a result of the reported event. Possible adverse events like other spinal system implants, the following adverse events are possible. This list is not exhaustive: bending, disassembly, or fracture of implant and components.

Event description:
On (B)(6) 2026, orthofix became aware of a report involving a shoreline inserter that fractured during a spinal fusion procedure while in contact with the patient. It was reported that the inserter fractured and a fragment remained implanted. The procedure was delayed approximately 10 minutes. The procedure was completed with the fragment remaining within the implant and an admiral plate implanted over the interbody. No patient injury, death, or additional medical or surgical intervention was reported.